Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, deflation and generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old hispanic female underwent a primary breast augmentation with saline mentor smooth round moderate profile 375cc breast implants and experienced bilateral capsular contracture and deflation on the right side post-operational. The patient also suffered several unexplained systemic symptoms, including fatigue, brain fog, chronic upper respiratory infections, bronchitis, weight gain, inflammation, epstein barr, joint pain, neck pain and back pain. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral device removal on (B)(6) 2019. This report is for the right side.